Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on isometrics. There was no oversensing noted. Additional information was received indicating that the cause of noise was not determined. This rv lead was explanted. No additional adverse patient effects were reported.